Event description:
It was reported the system display went blank during a breast biopsy. The customer would not divulge any further info. There was no pt consequence reported.

Manufacturer narrative:
H6. Uniboard. H3. Evaluation summary: the analysis site confirmed that the uniboard was causing the system display to go blank. The uniboard was replaced to correct the issue. The control module was serviced, the functionally tested, and was found to operate properly. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.